Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment with an adc device due to exposure of moisture. As a result, customer reported experiencing "hypo, high values, long ignition," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
Customer reported a sensor detachment with an adc device due to exposure of moisture. As a result, customer reported experiencing "hypo, high values, long ignition," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported a sensor detachment with an adc device due to exposure of moisture. As a result, customer reported experiencing "hypo, high values, long ignition," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "two weeks back". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.